Manufacturer narrative:
An updated report will be issued once the product is returned to boston scientific and analyzed.

Event description:
It was reported that this electrode exhibited oversensing of noise, and device data and x-ray images were sent to technical services (ts) for further review. Ts noted there are a few issues suspected here, including an electrode insulation issue, a loosened suture sleeve, or, less likely, a sense b node issue. Robust troubleshooting recommendations were provided. No adverse patient effects were reported. This electrode remains in service. Additional information received indicates a revision procedure was scheduled to replace the electrode. However, during the procedure, it was discovered that the suture sleeve was moved completely over the sense b node, and the physician elected to replace the entire s-ICD system. Besides the intervention, no other adverse patient effects were reported. Product return is expected.

Event description:
It was reported that this electrode exhibited oversensing of noise, and device data and x-ray images were sent to technical services (ts) for further review. Ts noted there are a few issues suspected here, including an electrode insulation issue, a loosened suture sleeve, or, less likely, a sense b node issue. Robust troubleshooting recommendations were provided. No adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode exhibited oversensing of noise, and device data and x-ray images were sent to technical services (ts) for further review. Ts noted there are a few issues suspected here, including an electrode insulation issue, a loosened suture sleeve, or, less likely, a sense b node issue. Robust troubleshooting recommendations were provided. No adverse patient effects were reported. Additional information received indicates a revision procedure was scheduled to replace the electrode. However, during the procedure, it was discovered that the suture sleeve was moved completely over the sense b node, and the physician elected to replace the entire s-ICD system. Besides the intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.